Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood glucose (bg) was 598 mg/dl and a bolus via the pump was delivered. The cause of the event was not known. Pump system check was performed with tandem technical support; no device issue was identified. Customer changed out the infusion set and cartridge.